Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard touch less catheter having missing iodine in the last couple of months. The customer was using bard touch less for 18 years and this has been happened a few times, but never reported it.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the returned sample noted two opened (within original packaging), unused touchless catheters. Based on the lot number on the packaging, the product is intended to be sold with iodine, so the lack of iodine in the product was unintentional. Visual inspection of the sample noted no obvious visible defects. It was noted that only the top view of the packaging was visible, so it could not be visually confirmed that there was no iodine included. A potential root cause for this failure could be ¿incorrect operation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use preparing for procedure: ¿ open kit and remove contents. ¿ remove top of calibrated plastic bag as directed and open tube of lubricant. ¿ by squeezing rigid collar, open neck of bag to form round shape. ¿ empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should be taken not to contaminate edges or inside of bag with fingers or tube.) ¿ open package of povidone-iodine swabs as directed. ¿ prep urethral meatus and the area surrounding the meatus with swabs. ¿ while squeezing rigid collar bring top chamber of bag over head of penis. ¿ meatus should be pressed tight against rigid catheter guide. To feed catheter into urethra ¿ if user is predominately left-handed reverse hands suggested below. ¿ stabilize penis with top chamber of bag between index and second finger of left hand. Place thumb and ring finger on opposite sides of rigid catheter guide recess to stabilize catheter. ¿ with right hand grasp catheter through bag approximately 1¿ below rigid catheter guide and push catheter toward meatus. ¿ stabilize catheter with thumb and ring finger through catheter guide recess and return right hand to position approximately 1¿ away. ¿ repeat motions until catheter reaches bladder and urine starts to flow. (If some resistance is felt while moving catheter through urethra, change position of urethra with slight up or down movement of left hand while holding penis firmly within top chamber.)"

Event description:
It was reported that the bard touch less catheter having missing iodine in the last couple of months. The customer was using bard touch less for 18 years and this has been happened a few times, but never reported it.